Event description:
I was switched from medtronic to omipod 5 with dexcom in (B)(6), I had an incident where my blood sugars went from 224 to 46 in matter of 24 mins. In afternoon I changed omnipod and within 8+ hrs. Controller to omnipod communication errors came in and started beeping badly. Only option it gave was to replace pod which I did at 11pm and slept at 12:20 am ((B)(6) 2023) alarm for low came in and when I tested it was 46 whereas it showed in controller as 56. But had to treat with chocolate, sugars etc. But I was not able to get it back to 70 even after eating 2 bananas, 15 tablespoons of sugar, & 2 chocolates. I had to dial emergency and when they came in and tested it went from 46 to 56. They had to give d10 and take me to hospital and admit there for a day, to make sure my blood glucose came back appropriately and due to low sugars bp triggered high. Doctors had to get that back to normal. I reported omnipod the same and yet to get an update from them. They told me it could be a malfunction of device and changed my controller. My situation when emergency came in was at a dying stage close to coma and omnipod team response has been very bad, it's more than 2 weeks and no response yet.